Manufacturer narrative:
H3: one device was received for evaluation. It was reported that device was in use at home patients and advised that it was alarming with cassette errors and when tested in the workshop, they could run without locking the cassette. Bubble in dso seal was reported. Cause of complaint device is faulty dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device was in use at home patients and advised that it was alarming with cassette errors and when tested in the workshop, they could run without locking the cassette. There was no patient harm or adverse event reported.